Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for a blood glucose (bg) level of 500 mg/dl. Customer had delivered a bolus via the pump prior to going to the hospital. While hospitalized, insulin was administered intravenously. The customer was released from hospitalization the following day.

Manufacturer narrative:
Follow up information was received from the contact stating that the customer's blood glucose (bg) level had been elevated due to an infection. While the customer was hospitalized in the intensive care unit (ICU), the healthcare provider (hcp) was having difficulty managing customer's bg level with intravenous insulin drip.

Manufacturer narrative:
Although it was initially reported that the customer was released from hospitalization on (B)(6) 2018, additional information was received stating that the customer's healthcare provider (hcp) decided that the customer would remain hospitalized and customer was released on (B)(6) 2018.